Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in diagnosis vascular procedure when the issue occurred. The procedure was completed restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray generator failed to start up. Review of the system log file showed that the error for point gate drive due to power inverter unit was defective. The fse replaced the power inverter evr. After replacement of the power inverter evr, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the x-ray generator failed to start up. The device was in clinical use. No harm was reported. Philips has started an investigation of this complaint.